Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) in cardiac arrest, the device was unable to obtain an ECG signal via electrode pads. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation and the customer's report was not replicated with the device. The device was put through extensive testing including full functionality testing via bench handling and stress testing without duplicating the report. The multi-function cable associated with the report was not returned as part of this investigation. The defib cable receptacle was replaced as a precaution and a new multi-function cable was sent back to the customer with the device. No trend is associated with reports of this type.